Event description:
Telescoping tube jammed. The delivery system was removed and the dr manually advanced the filter using the wire from the hoop. The filter was placed at the targeted location with no pt injury or further complications being reported.